Event description:
Patient wears a contact lens in left eye only. Upon insertion of lens, patient experienced pain, foreign body sensation, tearing and photophobia. She was treated for a corneal abrasion and completely recovered. The treating doctor reported that the injury "possibly" penetrated bowman's membrane as 80% of the cornea was involved and stromal haze was observed. There was no residual scar and no permanent decrease in visual acuity. Six weeks later, the patient tried the lens in the right eye and experienced burning. She saw a second doctor and was diagnosed and treated for a corneal abrasion. The second doctor indicated the injury was total surface and diagnosed chemical keratitis. Two days later, the right eye corneal abrasion was healing and a localized hazy area in the cornea on the left eye was reported. Following treatment, the patient recovered and at a follow up visit by the first doctor both corneas were totally recovered and clear. The second doctor also reported there were no scars and it did not appear that bowman's membrane was penetrated in either eye. The doctor felt the solution was the only factor present that could have caused the injury.

Manufacturer narrative:
A trial size bottle approximately quarter full was returned. Testing of the solution revealed that it did not meet chemical specification requirements and it appeared that the original contents had been altered or replaced. A review of the lot batch records and chemical testing of a retain sample showed all requirements were met. It is concluded that the contents of the bottle were replaced after bausch and lomb distributed the product.